Event description:
A patient reported they think they have a bladder infection. They were experiencing burning sensations when they void. There were no external factors related to the event. There were no diagnostics related to the event. The patient would follow up with their healthcare provider (hcp) and the issue was noted as not being resolved at the time of the report. The patient was being treated with an external ptnm device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.